Event description:
Patient was noted to have a staphylococcus aureus infection from the driveline and was treated with doxycycline.

Manufacturer narrative:
Section d4: the heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is 00813024013297. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was sweating and changed his dressing to his driveline. Patient had drainage to the driveline and called the clinic. He was started on ciprofloxacin and doxycycline. Patient was seen by infectious disease (ID) on (B)(6) 2019 and was told to continue antibiotics for another 2 weeks. There was not enough drainage to collect cultures, therefore type of infection is unknown. Patient reported that the drainage had significantly improved since starting the antibiotics.